Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose results. Walmart representative, is emailing on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 05/03/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer wanted to know how to use her all-in-one relion meter since she is receiving very high readings. Went over some troubleshooting steps, patient performed test and received a reading of hi. She stated that it has not been working properly since she purchased it.